Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without issues and the procedure was completed with another of same device. No complications were reported and the patient was in good condition.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were kinks at 26.6cm and 27.3cm distal from the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the distal marker band. There was no marker band damage detected. The inner shaft was buckled at the proximal marker band for 2mm. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without issues and the procedure was completed with another of same device. No complications were reported and the patient was in good condition.